Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: a faulty limiter switch. Moreso, the high intensity mode worked intermittently due to wear on slide detection of output connector. In addition, it was confirmed that all light-emitting diodes on the front panel light out and they did not light up. Therefore, it was presumed that light-emitting diodes on the front panel blinks because the endoscope was not recognized even though it was connected due to worn out slide detection of the output connector. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source had a blinking front panel. The issue is unknown as to when it occurred. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.